Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A director of nursing reported that the cutter was suspected to be larger than the port as it could not pass through the port during a procedure. A cutter from another pak was used to complete the procedure. There was no harm to the pt.